Manufacturer narrative:
The device has not yet been received by the manufacturer, so the investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that the console ran on its own. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.